Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were having an issue with their stimulator and it was making their legs shake. This was considered to be a sudden change in therapy/symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp). It was reported that the patient was struck by a car in (B)(6) 2018 and was in a car accident in (B)(6) 2019. It was reported that the patient felt the ins shocking them at intermittent and random times. It was reported that the patient's legs were "vibrating and jolting" when the stimulation was on. The patient planned to continue using the stimulation at their discretion and would consider having imaging done to check the location of the lead. No further complications are anticipated.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wasn't receiving stimulation where they needed it- they lost where they had stimulation. The patient was hit by a truck as a pedestrian and had trouble ever since then. They also lost (B)(6). No further complications reported.